Event description:
It was reported, that the subject device did not recognize the tower. Resulting, in no video or picture. The issue occurred, during diagnostic video assisted thoracoscopic surgery procedure. That was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no video/picture was confirmed due to a faulty cable unit and the connector needed to be replaced. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.